Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was low. The customer reported that she had a replace sensor alert and she tried to calibrate twice in a row and calibration was not accepted. Customer received a change sensor alert after a calibration not accepted. The customer was also having a low blood glucose. While on troubleshooting the blood glucose went down to 54mg/dl. The customer treated it by drinking soda. The customer declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.